Event description:
The customer reported that the system would not power up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. There was no ge service provided. No conclusion can be drawn as repair info is not available.